Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer stated that her blood glucose level the morning of the call was 42 mg/dl. She stated that she did not check her blood glucose level the night before and forgot to take her snack before going to sleep. She declined troubleshooting and indicated that it was due to stress, anxiety and sleep pattern because of depression. She treated with food and declined to check her current blood glucose. The device will not be returned for analysis.